Event description:
A malfunction alarm was reported with code "malf 0," but no notable events occurred prior to it. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided the customer with information to reset the pump, and after doing so, the malfunction did not recur. Customer continued to use the pump for insulin therapy.